Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. The erroneous result was not reported outside of the laboratory. The initial crep2 result was 104.8 umol/l. The sample was repeated twice with results of 55.5 umol/l and 56.4 umol/l. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 302847. The expiration date was not provided. The customer changed the reagent probes and performed a repeatability test which was acceptable. The customer thinks the issue was solved by changing the probes. A general hardware or reagent issue has been excluded since the issue only happened once and calibration and qc were acceptable. The investigation was unable to find a definitive root cause.